Event description:
Reporter states that she had a procedure done in 2008, in which an ndo plicator device was used. She says that since that procedure, she has had epigastric pain and tightness, if she is on her feet for a couple of hours she begins to have severe abdominal pain, chest pain, and nausea and has to lie down. Reporter also says she is uncomfortable when sitting down. Reporter says she was only supposed to be out of work for 4 weeks, but she has not been able to work for 5 months.